Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 4092-52 implantable pacing lead: implanted: (B)(6) 2011.

Event description:
It was reported that infection and erosion occurred. It was further reported there was possible premature battery depletion and lead dislodgement. The device and lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.